Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: "visually inspect the product for any imperfections or surface deterioration prior to use." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the writer attempted to insert a 16f 3-way foley (hmms: 170913) on my palliative patient. When writer inserted foley, writer noticed moderate amount of urine dripping from the end of the foley where the tube drifts to 3-way ports. Writer had a clinical extern (B)(6). Observing catheter insertion. Writer asked coworker (B)(6). Rpn to witness faulty catheter. (B)(6) obtained another 16f 3-way (same catheter) catheter was inspected before insertion, it appeared to be defected as well. (B)(6) obtained a 14f 2-way foley that was inspected and appeared to be in good working order. Writer inserted 14f foley with no issues.

Event description:
It was reported that the writer attempted to insert a 16f 3 way foley (hmms: 170913) on my palliative patient. When writer inserted foley, writer noticed moderate amount of urine dripping from the end of the foley where the tube drifts to 3 way ports. Writer had a clinical extern dylan r. Observing catheter insertion. Writer asked coworker emily m. Rpn to witness faulty catheter. Dylan obtained another 16f 3 way (same catheter) catheter was inspected before insertion, it appeared to be defected as well. Dylan obtained a 14f 2 way foley that was inspected and appeared to be in good working order. Writer inserted 14f foley with no issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the writer attempted to insert a 16f 3-way foley (hmms: (B)(6) on my palliative patient. When writer inserted foley, writer noticed moderate amount of urine dripping from the end of the foley where the tube drifts to 3-way ports. Writer had a clinical extern dylan r. Observing catheter insertion. Writer asked coworker emily m. Rpn to witness faulty catheter. Dylan obtained another 16f 3-way (same catheter) catheter was inspected before insertion, it appeared to be defected as well. Dylan obtained a 14f 2-way foley that was inspected and appeared to be in good working order. Writer inserted 14f foley with no issues.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: "visually inspect the product for any imperfections or surface deterioration prior to use" a DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.